Event description:
Zoll lifecor customer support had reviewed the download of a (B)(6) male pt which revealed a battery charger fault. The pt was provided with a battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon receipt, the output voltage of the battery pack was 2.12v. The root cause of the defective cells cannot be positively identified. Once the battery cells were replaced, the battery was fully functional. No adverse event resulted from the defective battery. The pt received a replacement battery.